Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's heypad was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator's up user button on the keypad did not respond when pressed. The device was not in pt use.